Manufacturer narrative:
Based on the available information the device will not be returned therefore an evaluation of the device cannot be performed. Should additional information become available, it will be provided in a supplemental report. Device disposition unknown.

Event description:
It is reported that "when putting a cancellous screw in the head of the screw sheared off."

Event description:
It is reported that "when putting a cancellous screw in the head of the screw sheared off." Update: it broke off from the shaft ( head and thread junction) it's a fully threaded cancellous screw completely inserted but one pitch was outside the bone, broke off with the first turn when I tried to remove the screw to put a slightly smaller screw. Rest of the screw not causing any problems so did not remove even though it prevented further compression of the fracture.

Manufacturer narrative:
Please note corrections to h6 clinical and health impact codes. The reported event could not be confirmed, since the device was not returned for evaluation and no other evidences were provided. A device inspection was not possible since the affected device was not returned and no other evidences were provided for investigation. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. No indications of material, manufacturing or design related problems were found during the investigation. A review of the labeling did not indicate any abnormalities. More detailed information about the complaint event as well as the affected device must be available in order to determine the root cause of the complaint event. If the device is returned or if any additional information is provided, the investigation will be reassessed.